Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to reevaluation of event. Reliability laboratory technician; (B)(4) failure (event) observed during analysis. Analysis found insulation abrasion consistent with friction to another lead or device.